Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the during a thrombectomy procedure, the first attempt with the solitaire fr stent did not achieve recanalization. After the second thrombectomy attempt, it was found that the proximal wire of the stent body had fractured. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing a thrombectomy surgery for treatment of a ischemic stroke in the terminal internal carotid artery. It was noted the patient's vessel tortuosity was normal. The procedure involved two passes with the device. The reported device and any accessory devices were prepared, and flushed with saline, as indicated in the instructions for use (IFU). There was no resistance encountered. Ancillary devices included a rebar 27 microcatheter, model 105-5082-145.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the damage was not determined.

Manufacturer narrative:
H3: product analysis ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and shipping box. ¿damaged location details: the solitaire fr 6-30 stent was returned still attached to the pusher wire. The solitaire fr 6-30 stent working length struts were in good condition, while the non-working length struts were observed to be broken. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. ¿testing/analysis: the solitaire fr 6-30 stent strut broken end was sent out for scanning electron microscopy (sem) failure analysis. The scanning electron microscopy (sem) test results indicate that the broken end failed via fatigue then overload. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿separation¿ report could not be confirmed, as the solitaire fr 6-30 stent was still attached to the pusher wire. However, the strut of the solitaire fr 6-30 stent was broken. The broken end failed via fatigue then overload. Likely causes include vessel stenosis, vessel tortuosity, the presence of hard clots, or a new catheter that was not used with the solitaire device. In this event, the customer stated that the vessel tortuosity was normal, ruling out vessel tortuosity as a possible cause. Therefore, vessel stenosis, the presence of hard clots, or a new catheter that was not used with the solitaire device could have contributed to the broken strut. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.